Manufacturer narrative:
(B)(4). Concomitant medical products and therapy dates: burr device. Device evaluation: the actual device was returned for evaluation. A visual and functional assessment was performed which determined that the reported condition of the device not always spinning the bur device was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device failed for hose verification- cut in the nose near muffler area, modified set screws- set screws loose, rotational speed ¿ rotational speed was below the minimum specified and oil leak- leaking oil between swivel components. During service/repair, it was determined that the vanes were worn. It was further determined that the issues were consistent with improper maintenance. The assignable root cause was determined to be traced to maintenance, which is improper maintenance interval. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the motor device did not always spin the bur device. During in-house engineering evaluation, it was observed that the device failed for rotational speed ¿ rotational speed was below the minimum specified and oil leak- leaking oil between swivel components. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.